Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of fifteen years and nine months due to severe aortic stenosis and insufficiency. There was severe calcification noted on all three leaflets via tee. A 23mm valve was implanted using the valve in valve procedure. Final aortogram showed trace ai. The patient was transferred to the cardiovascular care unit in stable condition. The patient was discharged home on pod #7 in fair condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of fifteen years and nine months due to aortic insufficiency. There was severe calcification noted on all three leaflets via tee. A 23mm valve was implanted using the valve in valve procedure.